Event description:
It was reported that the graftmaster was attempted to be used to treat an occlusion of a 1st diagonal aneurysm. After stent implantation, the device was noted to be stiff and experienced resistance retracting into the guiding catheter. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). A thorough analysis could not be performed because the device was not returned for investigation. In this case, the return of the graftmaster may have aided the investigation in determining a cause for the reported event. There was no note of any damage observed to the stent delivery system (sds) prior to the procedure, suggesting that a product deficiency likely did not contribute to the difficulties experienced. Also, no patient anatomical information was provided, which may have further aided the investigation. Difficulty removing the sds through the guiding catheter post-stent deployment/irregular texture (stiffness) can be related to several factors including, but is not limited to, the balloon not being fully deflated prior to attempting to remove the device, balloon ruptures, leaks, poor balloon refold, damage to the guiding catheter, obstructions in the guiding catheter inner lumen, procedural technique, or an interaction with the patient anatomy and/or accessory devices. Based on the information provided and without the product to examine, a definitive cause for the reported stiff texture of the device and difficulty removing the sds cannot be determined. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot.